Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event, of the mobile power unit (mpu) not producing output, was confirmed when the unit was evaluated by the service depot. The ac/dc power supply unit inside the mpu was damaged and not producing output. This corresponds with the event description of the mpu not working following an esd event (electrical overstress). The patient received a replacement unit from equipment management company. The mpu was evaluated by the service depot and the mpu power supply was not working ¿ no dc output. The root cause of the event was a non-working mpu power supply; the power supply appeared to have been damaged due to a reported esd event. The mobile power unit (mpu) assembly (pn 108285) was made in mar 2018. The unit was packaged (pn 100159807) and placed into stock on apr 19, 2018. The unit was sent to the customer on may 21, 2018. The unit had no previous services. Set up and use of the mobile power unit (mpu) with the heartmate 3 lvas system are documented in the heartmate 3 lvas patient handbook (rev c p.78) and the heartmate 3 lvas IFU (rev c p. 3-35). Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook (rev c p. 207 - ¿alarms and troubleshooting¿; p.219 ¿no external power alarm¿) and the heartmate 3 lvas IFU (rev c p. 7-1 ¿alarms and troubleshooting¿; p. 7-13 ¿no external power alarm¿). Specific warnings and cautions regarding the mpu's set up, the electrical outlet used (including location and accessibility) and electrostatic electricity damage to the mpu are given in both the heartmate 3 lvas patient handbook (p.79 - 81) and the heartmate 3 lvas IFU (p.3-36 to 3-38). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2916596-2021-00072. It was reported that when the patient was making their bed they experienced a static shock which briefly stopped their pump and short circuited their mobile power unit. The patient is feeling well otherwise and the lvad is working without any alarms. The patient is currently on batteries. No further information was provided.